Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt and embedment, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be upas reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt and embedment, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt and embedment, and unsuccessful removal attempt of said filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) filter as prophylaxis secondary to multiple peripheral fractures, prolonged bed rest and non-weight-bearing status. The patient has a history of falling of the roof causing multiple bone fractures which led to the patient having multiple plates, pins, and screws installed to repair the fractures. The patient also has a history of having a chest tube, left apical pneumothorax, and tracheostomy tube placement. During placement of the ivc filter via the right common femoral vein, the filter was deployed in the infrarenal ivc with the post procedure vena cavagram demonstrating the filter to span the l3 vertebral body and l3-l4 disk space. The top of the filter is just below levels of the renal veins. The patient tolerated the procedure well and there were no immediate complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt and embedment, and unsuccessful removal attempt of said filter. Approximately two months and sixteen days post implantation of the ivc filter, an unsuccessful removal attempt was made via the right common femoral vein. During the attempted removal procedure, an inferior vena cavagram was performed which demonstrated the filter in place with no evidence of clot either within or surrounding the device. Following failed attempts to snare the filter¿s hook, another vena cavagram was performed in the lateral projection and this demonstrated a tilted filter such that the inferior aspect is against the posterior wall of the vena cava and the inferior hook of the filter to appear to be embedded in the wall of the vena cava. Further attempts of removing the filter were abandoned at this point. The patient tolerated the procedure well and there were no immediate complications. Approximately eight months post implantation of the ivc filter, the patient underwent replacement of a rod in the left femur. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient reports continuous discomfort and mental anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter as prophylaxis because of having multiple peripheral fractures, prolonged bed rest and nonweight-bearing. The patient has a history of falling of the roof causing multiple bone fractures which led to the patient having multiple plates, pins, and screws installed to repair the fractures. The patient also has a history of having a chest tube, left apical pneumothorax, and tracheostomy tube placement. During placement of the ivc filter via the right common femoral vein, the filter was deployed in the infrarenal ivc with the postprocedure vena cavagram demonstrating the filter to span the l3 vertebral body and l3-l4 disk space. The top of the filter is just below levels of the renal veins. The patient tolerated the procedure well and there were no immediate complications. Approximately on or about two months and sixteen days post implantation of the ivc filter, an attempted but unsuccessful percutaneous removal of the filter was made via the right common femoral vein. During the attempted removal procedure, an inferior vena cavagram was performed which demonstrated the filter in place with no evidence of clot either within or surrounding the device. Following failed attempts to snare the filter¿s hook, another vena cavagram was performed in the lateral projection and this demonstrated a tilted filter such that the inferior aspect is against the posterior wall of the vena cava and the inferior hook of the filter to appear to be embedded in the wall of the vena cava. Further attempts of removing the filter were abandoned at this point. The patient tolerated the procedure well and there were no immediate complications. Approximately on or about seven months and twenty-four days post implantation of the ivc filter, the patient underwent replacement of a rod in the left femur. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter the patient reports to be in continuous discomfort and mental anguish. Additional information is pending and will be submitted within 30 days upon receipt.